Manufacturer narrative:
The thermogard system (sn: (B)(4)) was serviced at customer site. During investigation, the thermogard system failed functional testing due to no power. The root cause was due to the defective power module input 10a with an opened/exposed ac power input circuit board, most likely as a result of mishandling of the thermogard console. During visual inspection, it was observed that the front label of the console and cover of the module power input were damaged. Following service, including replacement of the defective parts as well as upgrading the system labels and temperature probe, the thermogard passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
During service of the thermogard xp ivtm system (sn: (B)(4)), the system did not power up.